Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. There were multiple boluses listed on the event date 13-feb-2026 in the pump history file. There were multiple usersuspended (2) alarms noted on the event date 13-feb-2026 in the pump history file. There were no autosuspend noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the required testing. Unable to confirm alleged high bgs. Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, and also reported pump was under delivering the insulin, and the difference between the blood glucose and sensor glucose value. The customer reported a blood glucose value of 265 mg/dl. The customer was treated with an insulin pump and carb intake. The event involved product(s) mmt-7040a, mmt-332a, mmt-398a, mmt-1884l. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-398a, mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.